Event description:
It was reported that on friday the patient had the device replaced due to normal battery depletion. The patient stated it felt like her battery was low because it started diminishing with the sensation. The patient stated she started feeling this sensation diminish about ten minutes ago. There was a loss of therapeutic effect. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).